Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated by visit in emergency room. Customer's current blood glucose value was unknown. Troubleshooting was performed. The customer had visited in emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was unknown. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professional's was pump and stated nausea, vomiting, difficulty breathing events lead to hospitalization. Customer wearing the pump at time of hospitalization. Customer declined to further troubleshoot for high readings. The product was not returned for analysis.